Event description:
Affiliate reported that fluid did not flow through the valve because of breakage of distal catheter. Which needed to be replaced. According contrast radiography, three damaged parts were noted in the distal catheter.

Manufacturer narrative:
MFR has requested the device for evaluation. Upon completion of the investigation, a followup report will be filed.